Manufacturer narrative:
Occupation: cvicu manager additional reporter: (B)(6) (ICU nurse). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4) h3 other text : device not returned.

Event description:
It was reported that a fiber optic sensor failure alarm was generated during intra-aortic balloon (iab) therapy. The customer had removed and reinserted the fiberoptic sensor, but the alarm remained. The getinge representative recommended they remove the orange cable from the pump, coil it up, and mark it ¿broken¿. They used the inner lumen for arterial pressure and said the waveform and indices were comparable to what they saw with fiberoptic. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint #(B)(4).